Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set tubing was kinked tubbing event on 16-aug-2024. No further information available .